Manufacturer narrative:
The reported event of post-sensed t-wave oversensing was not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
During in clinic follow up, post-sensed t wave oversensing was noted on the right ventricular (rv) lead resulting in undersensing and a functional loss of capture. Technical support was contacted and recommended a repositioning or replacement of the rv lead to resolve the post-sensed t wave oversensing. Technical support also recommended reprogramming the device to resolve the undersensing and functional loss of capture. The rv lead was explanted and replaced, and the device was reprogrammed to resolve the event. The patient was stable.